Event description:
It was reported to philips that the device had treatment failure. There was no patient involvement.

Event description:
It was reported to philips that the device had treatment failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty optical switch and paddle. Upon conclusion of the evaluation, it was determined that this was a malfunction of the optical switch and paddle. The optical switch and paddle were replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.